Manufacturer narrative:
Additional information received reported that the previously mentioned migration observed was now not an observed event and was related to the observed type ii endoleak. It was also noted that the proximal part of the dissection was from zone 3 not zone 1 as previously reported. No further relevant information were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 509mm thoracic aorta dissection extending from zone 1 until the external iliac artery. It was reported that a type ii endoleak was observed. It was reported that the cause of the event was due to the fact that the physician had decided not to occlude the left subclavian artery due to the risk of paraplegia. It was noted that there was evidence of stent graft migration and continued false lumen perfusion patency on 30 day follow up CT exam. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
At 1 year follow-up enlargement of the false lumen diameter was observed. At 2 year follow-up a type ii endoleak was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported intervention was performed on 02-jul-2021 to resolve a type ii endoleak, it was reported the false lumen perfusion was also resolved on this date as it was caused by the endoleak.. The type ii endoleak has been assessed by the site as not related to the device but related to the procedure as embolization of the lsa wasn¿t performed during the implant procedure. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.